Event description:
An alarm malfunction occurred, specifically alarm 2 and alarm 26, but there is no information on whether this event affected the customer's blood glucose level or caused it to exceed 500 mg/dl. No visible damage or issues with the cartridge were found, and there was no change in the pump temperature before the alarm. The customer received assistance from technical support to fill and load a new cartridge and changed supplies as necessary before resuming insulin therapy. A new box of infusion sets and cartridges was sent to the customer.